Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose results. Expected fasting blood glucose results ranges from 85 to 100 mg/dl. Back to back blood test performed two hours after meal ((B)(6) 2015; 7:28pm) with results of 257 mg/dl and 229 mg/dl. Verified storage of test strips and control solution is within specification and they are kept inside the bed room drawer. Recall test results from meter memory (date/time not correctly set): (B)(6) 2014, 10:42pm - 368mg/dl (1.5 hours after meal); (B)(6) 2014, 10:41pm - 349mg/dl (1.5 hours after meal); (B)(6) 2014, 2:24pm - 112mg/dl; (B)(6) 2014, 1:56am - 133mg/dl; (B)(6) 2014, 10:19pm - 245 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/04/2015).